Event description:
It was reported that the pt had sudden death after a three year valve implant duration due to an unknown reason. It was also reported that this was a device related event. No further info was reported.